Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal morphine 800mg (20mg/ml) and clonidine 96mg (2.4mg/ml) in aqua 40ml via an implantable infusion pump. Concomitant drug use was noted as el-thyroxine 125 "g1x/d, motifene 1x/d (for pain in foot). The indication for use was noted as failed back surgery syndrome. The last programming date from the most recent refill prior to the event was on 2015-(B)(6) at 13:12. On 2015-(B)(6) the patient was clinically examined and reported that the pump was tilted since the revision in (B)(6) of 2015. The underside was protruding. The tilted pump was confirmed by the healthcare provider (hcp). The device diagnosis was pump migration and the clinical diagnosis was a paraumbilical hematoma on the right side. This resulted in an in-patient or prolonged hospitalization/emergency room visit. The intervention was noted that the component was repositioned on 2015-(B)(6) and the hematoma in the pocket was treated. The event was not related to the device or therapy. However, it was related to the implant procedure; noted as, the incisional site/device tract of the pump pocket. There was an updated to the relatedness of the implant procedure, noted as the surgery/anesthesia, not the incisional site/device tract of the pump pocket. The outcome was resolved without sequelae on 2015-(B)(6).